Event description:
It was reported that the device undersensed vf and therapy was not delivered. The patient passed out and expired. The device was interrogated post-mortem and an episode of vf was found. The device diagnosed vf, and delivered atp while charging, but before the device was fully charged there was a return to sinus due to undersensed vf.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Additional investigation indicates there is no significant difference in the occurrence of undersensing between the low frequency attenuation (lfa) filter used in these devices and the tachy filter used in earlier generation devices. Review of stored electrograms from specific episodes containing undersensing demonstrates low amplitude signals that are not sensed due to amplitudes being below the programmed sensitivity threshold of the device. There was no evidence of device malfunction.